Manufacturer narrative:
(B)(4). Date sent: 5/28/2025. Additional information was requested, and the following was obtained: 1. How was the bleeding controlled? Surgeon added stitches on staple line to reinforce 2. How much blood was lost (ml)? 10-20ml 3. Did the patient require a transfusion? -->no 4. How was the bleeding addressed? Reinforcing the staple line using suture attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: any issues with the staple line during firing? Where in the staple line was the bleeding? Please describe the shape of the staples. Were there any issues during the fire?.

Manufacturer narrative:
(B)(4). Date sent 6/4/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 5/22/2025 d4 batch # unk b3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? How was the bleeding addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap right hemi-colectomy, when she used the glc80 and glcr0b to create a functional end to end anastomosis, there were significant bleeding (not oozing) in the staple line. She had to use suture to reinforce the staple line to stop the bleeding for both firing. Upon inspection of the specimen, it appears that some of the staples on the specimen side were not formed optimally. No parts were left inside the patients cavity. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2025. D4 batch#: 253d44. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the glc80 device was received with no apparent damage and with a glcr80b reload loaded in the device. The reload was returned fully fired. In addition, two glcr80b reloads were received fully fired. During the visual inspection, there were several 3d b-shaped staples along the anvil and reload. All loose staples were properly formed. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. Additionally, a photo was provided and it showed a piece of tissue on the hands of the user and also a staple line could be observed on the tissue. However, no malformed staples could be noted. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although it could not be determine the cause of the reported incident, proper usage of the linear cutters ¿ glc is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 253d44, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2025. Additional information was requested, and the following was obtained: ¿ any issues with the staple line during firing? [Ans: during the fire it's fine] ¿ where in the staple line was the bleeding? [Ans: whole staple line has some] ¿ please describe the shape of the staples. [Ans: staples not forming uniformly across the staple line] ¿ were there any issues during the fire? [Ans: firing it's fine].

Manufacturer narrative:
(B)(4). Date sent: 6/17/2025.

Manufacturer narrative:
(B)(4). Date sent: 6/4/2025. Additional information was requested, and the following was obtained: any issues with the staple line during firing? Where in the staple line was the bleeding? Please describe the shape of the staples. Were there any issues during the fire? 1. I was there to support the case, and I was certain that the surgeon did not skewer the jaws during firing. We made sure that she followed the protocol (precompression& plastic to plastic closure) before actually firing the stapler. 2. Prior to firing, the click sound was heard and a plastic-to-plastic closure was ensured. 3. We also explored whether the patient had any conditions which could lead to higher bleeding risk, the surgeons mentioned that the patient is on aspirin but she already instructed the patient to stop taking aspirin 1 week prior to the surgery. She used this protocol before using ntlc and no bleeding was observed. The bleeding was minimal during dissection. 4. According to our observation, most of the staples formed were in good shape, only a few malformed staples were observed at the dog ear on the distal side. However, the bleeding was still observed across the staple line (continuous bleeding that¿s more serious than oozing). The surgeon had to oversew the entire staple line, where she mentioned wasn¿t necessary with ntlc. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.